Event description:
Terumo medical corporation received the following information: it was reported that the seal did not go into collagen. The collagen did not go into the device. There was no injury to the patient.

Manufacturer narrative:
A1: patient identifier: a2: age & date of birth: a3a: sex: a4: weight: a5: ethnicity: a6: race: d6a: implanted date: d6b: explanted date: e3: occupation: material management analyst. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.